Event description:
It was reported that shortly after implant x-ray imaging showed that there was a deflection on this right atrial (ra) lead. It was noted that there were no anomalous electrical readings. A lead revision was performed, and the deflection on this ra lead was corrected. The ra lead is performing as expected. The product remains in service. No additional adverse patient effects were reported.